Manufacturer narrative:
Correction information was provided in a.1., a.2., a.3.a., b.5., d.10 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated, the lens was explanted from the patient right eye and a backup lens was implanted to complete the procedure on the same day. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, there was a scratch on the lens. Additional information has been requested but is not available at the time of this report.